Manufacturer narrative:
Our evaluation determined the glue joint between the funnel outlet and canister is incomplete. Training was done to the operations personnel to ensure proper application and understanding of process when adding glue to the funnel.

Event description:
Facility reported saline was leaking through the lipofilter from the lower chamber onto the table. The procedure was completed but they had to switch to a different lipofilter which worked properly. No injuries were reported in this event.

Event description:
Facility reported saline was leaking through the lipfilter from the tower chamber onto the table. Procedure was completed but they had to switch to a different lipofilter which worked properly. No injuries were reported. During a file review, it was discovered that this is a reportable event that was inadvertently not reported.